Event description:
It was reported that shaft break occurred which required intervention. A 6.0 x 40, 75-cm gladiator elite balloon catheter was selected for use in a digital subtraction angiography (dsa)-guided intravenous fistula balloon dilatation. The 70% stenosed target lesion was located in the moderately tortuous and mildly calcified left brachial artery. The lesion was dilated several times with the gladiator balloon at 28atm. However, when the procedure was near the end, the balloon catheter was withdrawn from the blood vessel. It was found that the distal end was fractured, and it was left in the brachial artery blood vessel of the forearm. An open procedure was performed to remove the detached component. The procedure was completed with the original device. The patient status was stable post-procedure.

Manufacturer narrative:
(B)(6).